Event description:
N/a.

Event description:
It was reported that during routine check, the power cord of the cardiosave intra-aortic balloon pump (iabp) would not retract. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse determined that the power cord jumped the rail on retractable reel. To fix the issue, the fse repositioned the power cord, verified proper operation, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).